Event description:
It was reported that the right ventricular (rv) lead had exhibited oversensing. Additionally, the patient had twiddler syndrome. This rv lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.